Event description:
It was reported that the effluent line of a prismaflex m150 set was observed to have "ruptured which resulted in drain leakage" during continuous renal replacement therapy. The set was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. The photograph and video were reviewed and showed the effluent pump segment was disconnected from the support plate. The reported condition was verified. The cause of the leak was due to the disconnection. The cause of the disconnection was a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.